Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was plugged into the extension cable and the power supply began beeping. It was observed that the hemopro jaws were overheating. The device immediately became active when it was initially plugged in and thus a pre-cautery test could not be performed. The pa immediately unplugged the hemopro and removed it from the field. A replacement device was used to complete the procedure with the same cable. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number (B)(4).